Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that right ventricular lead was capped and "not usable" as patient condition was downgraded. The right ventricular lead was capped due to no longer being needed by the patient. The pacemaker was explanted and replaced due to reaching elective replacement indicators. No patient complications were reported as a result of this event.